Event description:
This lv lead was implanted on (B)(6) 2006. It was noted during device change out on (B)(6) 2011 that the patient had diaphragmatic stimulation. The new device pace configuration is lv tip to rv coil which relieved the stimulation. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).